Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration. Device evaluation: visual analysis of the photographs identified: brown particles on the surface of the shell. Broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported implant removal due to rupture and siliconomas in right armpit. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported implant removal due to rupture and siliconomas in right armpit. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the radius side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Silicone migration: unable to confirm as it is a medical event not related to the device. Additional observations: wear abrasion observed on the device creases observed on the device. Non penetrating nicks observed on the device. No further actions are required as the device was implanted.